Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles in the fill channel, void >1 mm in non-textured and one curved opening. Leak test and microscopic analysis was performed which identified: one opening sharp and one curved striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one sharp opening assessed as unidentified (tear) opening and one opening striated assessed as surgical damage.

Event description:
Patient reported right side "deflation" of a silicone device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "deflation" of a silicone device. Device remains implanted.